Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated MDR#: 1225714-2014-04994 and 1225714-2014-04995.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012, after the use of the product.

Manufacturer narrative:
The term decedent was erroneously used in reference to the patient, as there is no documented information provided to confirm or suggest the patient was deceased at the time or as a result (outcome) of this event. This is one of two device reports for this event. Related MFR # 1225714-2014-04994 and MFR #1225714-2014-04995.